Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: 4.0 mm cannulate. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this complaint is from a literature source. The following literature cite has been reviewed: li l, lu m, zhao l, shen z, he l, xing j, wang c. All-arthroscopic glenoid bone augmentation using iliac crest autograft procedure for recurrent anterior shoulder instability: button fixation is a feasible and satisfactory alternative to screw fixation. Arthroscopy. 2024 jan;40(1):16-31. Doi: 10.1016/j.arthro.2023.05.033. Epub 2023 jun 22. Pmid: 37355185. Objective/methods/study data: the purpose of this retrospective comparative case-cohort analysis study was to investigate the efficacy of the all-arthroscopic glenoid bone augmentation method using the iliac crest autograft procedure. Between january 2015 and march 2019, a total of 102 patients were included in the study. These patients were divided into two groups. Group 1 consist of 37 patients (29 male and 8 female) with a mean age of 25.8 +/- 6.4 years (range: 17-44 years) treated with endobutton fixation while group 2 consist of 65 patients (50 male and 15 female) with a mean age of 24.9 +/- 5.8 (range: 16-39 years) treated with two 4.0- to 4.5-mm cannulated screws (depuy synthes, naples, fl). Patients were followed-up and evaluated before and after surgery, including on the second day, as well as 3, 6, and 12 months after surgery, and annually thereafter. The mean follow-up period was 3.1 +/- 0.5 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes two 4.0- to 4.5-mm cannulated screws. Adverse event(s) and provided interventions possibly associated with unk - constructs: plate/screws (qty (B)(4). -after 2 years of follow-up, 1 patient in group 2 exhibited total graft osteolysis. -in group 2, 1 patient reported donor-site fractures. The patient underwent subsequent internal fixation of the avulsed iliac spine fracture. -during the third month after surgery, 3 cases of transient lateral femoral cutaneous nerve palsy from iliac crest harvesting occurred and were spontaneously resolved. Adverse event(s) and provided interventions possibly associated with unk - constructs: plate/screws (qty (B)(4). -a 19-year-old male patient had recurrent anterior shoulder instability immediately after surgery, at 3 months postoperatively, 12 months postoperatively and 24 months postoperatively. Adverse event(s) and provided interventions possibly associated with unk - constructs: plate/screws (qty (B)(4) -a 35-year-old male patient got an infection following the surgery. Bacterial culture results indicated staphylococcus epidermidis as the infective pathogen. Arthroscopic debridement combined with antibiotic treatment was performed on the shoulder joint of this patient. The patient recovered well and did not undergo any revision. The graft absorption was massive. Adverse event(s) and provided interventions possibly associated with unk - constructs: plate/screws (qty (B)(4). -a 30-year-old male suffered from pain around the screw insertion site being treated by the arthroscopic removal of the screws and showing good adherence to the graft. Adverse event(s) and provided interventions possibly associated with unk - screws: 4.0 mm cannulated (qty (B)(4). -a 30-year-old male suffered from mechanical irritation being treated by the arthroscopic removal of the screws and showing good adherence to the graft. Adverse event(s) and provided interventions possibly associated with unk - screws: 4.5 mm cannulated (qty 1). -a 30-year-old male suffered from mechanical irritation being treated by the arthroscopic removal of the screws and showing good adherence to the graft.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.